Event description:
It was reported that skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the pediatric patient experienced a skin reaction with redness, inflammation and infection under entire patch area on the leg. The area was prepared with alcohol before placing the sensor on the body. The patient was taken to a healthcare facility and was treated with unspecified intravenous fluids. After treatment the patient recovered and at the time of the report the patient was stable. It was unknown how much time the patient had spent at the hospital. A photo of the skin reaction in the complaint record was reviewed. The photo shows a possible infection at the needle puncture site with a pustule. There is redness and swelling that spreads beyond the sensor adhesive site. There was no documentation of further medical intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).